Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) was leaking. This was further described by the customer as ¿upon unpacking their shipment that had just arrived they noticed that the bottom of one of the boxes was wet¿. Upon further investigation they found one (1) unit of pxroplv5 (ropivacaine 0.2%, 2mg/ml) was nearly empty. This issue was identified during setup and preparation prior to patient use. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from august 24, 2020 - august 25, 2020. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found fluid inside the bag that contained the unit which suggested a leak occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the junction of the flow restrictor. A portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the broken tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.